Event description:
The immunoanalyzer gave erroneous results on several patients. The error was found the next day when performing the quality check. A corrected report was issued. The instrument was removed from service for troubleshooting and repairs. Generally, there was no patient harm. In one case, a patient was admitted based on the incorrect results. The patient was discharged home the following day.